Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker under-sensed an atrial fibrillation episode. No intervention was performed. The patient condition was stable.